Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that her son was hospitalized on sometime in february due to hyperglycemia and issue related to possible under delivery of insulin. It was reported that the customer had high blood glucose levels of 24 mmol/l at the time of incident. It was reported that the customer treated high blood glucose reading with manual injections. It was stated that the customer was told by the hospital that it was insulin pump. The customer reported symptoms related to high blood glucose included vomiting and blood glucose were rising. The cause of hospitalization was reported as high blood glucose. It was reported that the customer was put on intravenous drip and was in hospital for one to two days and then was removed from the insulin pump. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that when the customer was submitted to hospital, he had high blood glucose levels of 14 mmol/l. It was reported that the customer was connected to the insulin pump again about an hour later his blood glucose was 24 mmol/l. It was reported that the customer declined to perform the troubleshooting. The insulin pump is expected to return for analysis.